Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided as the reported issue could not be replicated.

Event description:
A site representative reported that, while outside of a procedure, the navigation system monitor displayed no signal for an extended period of time after attempting to shut down the system through the application software. It was reported that a hard-shutdown was required to shut down the system. The representative then restarted the navigation system, launched the application software and successfully shut down the system through the application software. The representative could not repeat the reported issue. There was no patient present when this issue was identified. No additional information was provided.